Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.2, h.6.

Event description:
Device has been explanted.

Event description:
Additionally the healthcare professional reported "particles in valve" and "valve delaminated from shell'.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, white particles inner device and delamination valve leak test and microscopic analysis was performed which identified: delamination total of the valve. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation". Device remains implanted.